Manufacturer narrative:
The implicated product is a 4.0 fr PICC in a full procedural tray. The product received for evaluation is a 4.0 fr catheter, a loose 2.4 inch segment of catheter tubing, a loose white-winged flushing connector and a loose stylet wire. The catheter has a two-piece PICC connector attached proximally and a suture wing in place(but not sutured) 4.3 inches from the proximal end of the two-piece PICC connector. The complete assembly measures 22.1 inches long. A 5-dot depth marker is 1.9 inches from the proximal end of the two-piece connector. The 2.4 inch loose catheter segment is grossly unremarkable. The winged flushing connector has a moderate amount of adhesive and antiseptic residue on its wings and a minute portion of stylet wire extending beyond the distal tip of the stent. The loose sylet wire measures 22.5 inches long. A lot history review reveals no related manufacturing issues and no similar complaints for this lot. Documents contained in the complaint file indicate that the sylet wire had been left in the catheter after placement "four days(at least)" due to the user's unfamiliararity with the product. The user also indicates a "1/2 inch steel piece" on the "guidewire hub" had cut the PICC and fractured the wire. The 1/2 inch steel piece on the guidewire hub is presumed to be the connector stent. The stylet wire, after fracture, had embolized approx. 21/4 to 21/2 inches. One day after repair, the catheter was removed because blood aspiration was no longer possible. Tactual examination of the catheter reveals tensile weakness 0.1 inch distal to the strain-relief and 6.0 inches distal to the proximal end of the two-piece connector. These weakness indicate the tubing had been stretched beyond its tensile limits. Microscopically(8x) the catheter outer diameter is unremarkable along its length. Patency of the catheter segment is established by flushing and aspirating water with a 12cc syringe. No leaks are noted as the catheter's distal tip occluded and the lumen hydrauically pressurized to sustained pressures greater than 25psi. Disassembly of the two-piece connector reveals a compression ring wrapped around the proximal tubing's outer diameter. Attempts to manually remove the compression ring are unsuccessful. The tubing's proximal end has a blunt, round effect indicating that when assembled, the tubing has been pushed against the cannula stop on the proximal end of the two-piece connector. The loose 2.4 inch catheter segment is unremarkable tactually. Magnified(63x) examination of its ends shows an angled edge at one end with a flat, striated face indicating it had been cut with scissors. The opposite end has a even, regular edge, with a dull, finely grained face that contains a single plateau and one small area of rough, broken surface near the inner diameter. This end may have been partially severed with a sharp instrument and the remaining connecting strand broken by blunt dissection. Both ends have moderate to severe elliptical orifices suggesting exposure to an unknown compression force. Although attempts to mate either end to the proximal end of the catheter tubing does not reveal a close match, this tubing segment may be left following repair. Tactually, the stylet wire is unremarkable. Under 63x magnification, the stylet is found to consist of three twisted strands of wire with the proximal ends terminating abruptly with irregular edges and rough faces. This indicates the wire had broken rather than being severed by a sharp instrument such as scissors. No scratches or impressions are noted on the stylet's outer diameter. The stylet's distal tip contains the blunted, round weld provided by the MFR. Ten power magnification of the flushing connector shows the stylet wire to extend less than 0.1 inch beyond the stent's distal tip. The edges of the wire are broken and irregular indicating a break rather than being cut. No scratches or impressions are noted on the stylet's outer diameter. Magnified views of the connector's proximal orifice shows the stylet wire to be appropriately anchored into the connector's inner diameter. The complaint of stylet wire fracture and embolism is confirmed. It should be recorded as user-related. Specific directions on product placement are found in the instructions for use and included with each product package. The product instructions for use instructs the user to remove the stylet following placement of the catheter. Stylet wire and hub bonds are normally secure above 30 lbs of tension, however, after being in place for four days(at least) and subject to manipulations during each infusion connection, it may be possible for the wire to weaken and fail. There is insufficient space within the distal catheter lumen for the stylet to move 21/4 to 21/2 inches without partially exiting through the valve. Finally, the product IFU states "the instructions for catheter placement and handling provided in this instruction sheet should be followed to avoid circumstances that could jeopardize catheter patency or function."

Event description:
The radiologist placed the catheter and did not remove the flushing stylet. The catheter was in use for 4 days with good blood return. The stylet had become disconnected from the flushing hub and began migrating into the catheter, the catheter was trimmed and the stylet removed and a new connector placed the catheter was removed the next day.